Event description:
The user reports reduced hearing. A number of channels are deactivated.

Manufacturer narrative:
Conclusion: Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device was not providing benefit to the recipient because the active electrode had migrated, which was likely caused by the reported impact. Sevens channels have been found extra cochlear whilst implanted. Mechanical damages found are attributable to the removal surgery. This is a final report.